Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated creatinine results while using the clinical chemistry creatinine reagents. The following data was provided. Sid (B)(6) initial 370 mmol/l, repeat 60.2 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from clinical chemistry creatinine list number 07d64-20 lot number unknown to architect c16000 analyzer list number 03l77-01, serial number (B)(4). MDR number 1628664-2018-00099 has been submitted and all further information will be documented under that MDR number.